Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01698 / 01699). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately four years post-implantation due to alleged person injuries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted revision procedure due to pain, suspected loosening of the cup, and aseptic lymphocytic vasculitis-associated lesion. Operative report further noted loculations of debris, thin and watery fluid that was turbid, gray thickened membrane suggestive of pseudotumor formation, and gray membrane lining the acetabulum during the revision procedure. The cup and the head were replaced and a poly liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately four years post-implantation due to allegations of corrosion, friction wear, metal debris, pain, limited mobility, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient was revised due to pain, suspected loosening of the cup, and aseptic lymphocytic vasculitis-associated lesion. Operative report noted loculations of debris, thin and watery fluid that was turbid, gray thickened membrane suggestive of pseudotumor formation, and gray membrane lining the acetabulum was discovered during the revision procedure. The cup and the head were replaced and an acetabular liner was implanted.